Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "needs service", which was reproduced during evaluation as a system error 105 while running a loaded set. System error 105 was also confirmed through a review of the event history log and caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump "needs service" and was unable to be remediated on site. This reported symptom was clarified during baxter's evaluation when the device displayed system error 105. It was also reported there was no patient injury.